Event description:
Hcp reported pt infection was not meningitis, infection signs and symptoms were redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket and the lead track. Unk if cultures were obtained. The pt was treated with oral antibiotics and the total device system was explanted. The infection is ongoing. The pt had diabetes prior to implant. The device was explanted but not returned to the MFR for analysis.